Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited a polarity switch due to low impedance. Noise episodes were also observed. The pacing lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.